Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that doctor indicated allergic reaction, paresthesia, loss integration. Another implant will be placed, patient rescheduled. Tooth site # 24.

Manufacturer narrative:
One tapered screw vent (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be dried blood debris on the inside of implant drive feature. No significant damage was identified. The device could not be functionally tested for the reported failure (allergic reaction). However, measurements were taken, following dimensional analysis the device was determined to be within device specification. A pre-existing condition noted on the per was patient having type IV (low) bone density. The reported device was located on 24 (universal) tooth site and was used for approximately 1 year 11 months. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1229866) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (1229866) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur. However, the reported event was non-verifiable as the exact details of event and patient anatomical and physiological conditions were non-verifiable.

Event description:
No further event information available at the time of this report.